Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of schilddruse ex. Ent neuromonitoring procedure, cable to interface nim vital on tube was brok en, after intubation. There was no noticeable damage on the product package. The procedure was completed with backup product. The patient outcome is reported as alive with no injury. Out of a 5 pack product, rest 4 products have no issue.

Manufacturer narrative:
H3: visually, the pouch was open from 3 of 4 sides and the open sides were stapled when returned. There were traces of contamination found on the cuff and straight trace (wire trace). The proximal end of the inflation assembly was missing a pilot balloon. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously added imdrf annex codes b17, c20, d14 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.